Event description:
Information was received from multiple sources (manufacturer representative (rep), healthcare provider(hcp)) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that they had a patient, 53 years old, that had a brachial plexus injury after a motorcycle accident and received a cervical quad with extension and ins in (B)(6) 2001. In (B)(6) 2007, a lead revision was performed at (B)(6) medical center to a surgical specify lead. When the hcp read the or report, it seems to them that they connected that specify to the existing extension (connector): total surgery time: (B)(6) 2007 08:00:00 to (B)(6) 2007 11:36:00 hours in this operation: 1 cluster(s) cluster-no 1 cluster: 1x 330390l spinal cord - replace scs electrode - thoracic 1x 330309b spinal cord - laminectomy - thoracic 1x 330391g spinal cord - adjust scs pulse generator materials: 1x specify electrode 1x scs - octad medtronic electrode 1x revision kit 1x gauze not counted, reason: team: 1st surgeon: staal mj 2nd surgeon: oterdoom dlm 1st anesthesiologist: wijhe m van 1st instrumentalist: oosterhuis-nieuwenhuis, m. The surgery indication was as follows: referral from mcl (medical center leeuwarden). Scs high thoracic due to brachial plexus lesion. Multiple revisions with dislocations. Proven to function well. At the request of colleague koning, revision by placing a specify electrode. The surgery report went as follows: local anesthesia with anesthesiological support. Patient in prone position using fluoroscopy. Kefzol. After infiltration of soft tissues with lidomarcaine, the high thoracic scar was opened, the epidural electrode disconnected from the extension wire, far away right paramedian. Stimulation over the electrode showed high impedance values, no stimulation effect. The electrode was removed, later found to have a fracture under microscopic control. Both in the insulation and in the metal wiring. There was no quad electrode available, so an 8-point electrode was used for locating the paraesthesia. This was moved up to low cervical. Good paraesthesia was induced in the entire right arm. Upon stimulation at the cervicothoracic junction. This location was documented radiologically, the electrode removed. Incision after soft tissue infiltration with lidomarcaine at the cervicothoracic junction between c7 and th1. Here, the back muscles were dissected, spreader placed. Excision of the lower part of the spinous process c7, laminotomy lower edge arch c7, opening of lig. Flavum (ligamentum flavum). An epidural specify electrode was inserted which directly produced good paraesthesia in the entire right arm over the middle contact in the right canal. Fixation of the electrode using tissucol, histoacryl, and ticron fixation. Subcutaneous tunneling of both ends of the electrode to the right paramedian wound area, the site of the old connector. Here, the right electrode was connected to the extension wire with a sleeve and mersilene threads, the left isolated over the sleeve with silicone glue. Fixation of both wires in this pocket with mersilene thread. Closure of the 2 wounds in layers with knotted vicryl and continuous ethilon. The operation proceeded without problems. Patient to recovery. The conclusion was: revision of scs (spinal cord stimulation) from mcl; replacement of a quad electrode (probably severely caudally dislocated) by a specify electrode. For postoperative notes, it was documented that they would have: 1 day bed rest. Additional information was received. It was reported that the cause of the lead revision, multiple revisions with dislocations noted, and fracture found under microscopic control was unknown. It was unknown if the issue has since been resolved. The information has been confirmed/provided by the physician.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown implanted: (B)(6) 2001 explanted: (B)(6) 2007 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: b3: event date is not known, refer to b5 details for approximate timeline. Ins and lead implant dates are year valid. Ins explant date is year valid. Lead explant date is date valid. G2: the country of the event is nl medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: added annex f code f2304. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.